Manufacturer narrative:
Baxter received and evaluated the device; the date of occurrence was not provided by the reporter. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported no audio condition which was reproduced during evaluation. Evaluation determined the cause was a failed speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a condition with no audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.